Event description:
It was reported that the device constantly writes overpressure alarm. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the device was in good condition. Service history review identified that the device was not for repair in the last 12 months. Review of the event history log showed some high-pressure alarms. Functional testing was not able to duplicate the customer reported issue. The investigation was not able to determine the definitive cause of the reported problem. The sensor was calibrated as a preventative measure.